Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated stretching and apparent explant damage.

Event description:
It was reported that the thresholds on the right ventricular (rv) lead had increased since implant a month ago to high levels. During revision the helix of the lead was not able to be deployed. When removed from the body the helix did deploy, however the doctor chose to replace with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.